Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was foreign matter on device the cannula/needle /tubing or any fluid path component. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the tubing."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to the supplier. Awareness of this complaint has been created with the supplier. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was foreign matter on device the cannula/needle /tubing or any fluid path component. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the tubing."